Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed an automated peritoneal dialysis (apd) set with product code r5c4479, not the reported code r5c8303. Possible cause of the connection issue could be due to use of an incorrect apd set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the homechoice cassette and transfer set. It was impossible to connect (not fit) the cassette with the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.